Event description:
This customer reported that they were unable to acquire a pads ECG waveform in the manual mode. They switched to the AED mode to deliver energy and the pt was successfully converted.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a pads ECG waveform in the manual mode. They switched to the AED mode to deliver energy and the pt was successfully converted. The device was evaluated by philips and passed all testing. Review of the event file showed that the user did not select the pads mode to view the pads ECG waveform. There was no malfunction of the device.